Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physical damage was identified to the defibrillation therapy cable connector that was returned with the device; the cable connector was faulty and not making contact with the device, especially when twisted at an angle. Physio recommended that the customer replace the cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was a faulty defibrillation therapy cable connector which would not maintain contact with the device.

Event description:
The customer contacted physio-control to report that their device intermittently lost connection with the defibrillation therapy cable. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use reported with the event.